Event description:
(B)(4). This is the 6th occurrence being reported for the same issue/same device but with a different customer. An agfa engineer performed a service check at the customer site and discovered the site was low on storage and that dicomstore was misconfigured. Assessment and evaluation of the site's current data archive and storage requirements as well as upgrades to cps as required will be conducted to ensure an adequate infrastructure is in place to mitigate any further risk. Re-configuration of dicomstore to an acceptable configured state is also underway. This issue was identified by agfa service and no harm to any pts occurred during this event.

Manufacturer narrative:
Media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache, once they have been archived to a long term archive and the amount of data stored on-line reaches a predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modalities. This tool was discontinued and replaced by cardio purge device (cps) in june 2008. This event occurred on (B)(6) 2012. A supplemental report will be submitted once the assessment of data storage has been completed at the site.